Event description:
The customer reported via phone call that the pump suspended when her blood glucose was at 120 mg/dl. Customer stated that her sensor glucose was showing 40 mg/dl. Customer stated that she recalibrated her pump and it started working. Customer stated that the sensor started working and she finished out the life of the sensor. Customer mentioned that she had a watchdog timeout alarm and the pump started making a continual tone. Customer stated that the keypad was entirely unresponsive even after the battery was removed. Customer's blood glucose was 200 mg/dl at the time. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.